Event description:
The user facility staff reported a burning smell emanating from the vic wall controller while preparing an operating room for a procedure. The event did not occur during a patient procedure; no injury occurred to user facility staff.

Manufacturer narrative:
A steris service technician inspected the wall control and found evidence of charring on the p6 connector. It was noted that the charring was the result of exposed wiring that had occurred during previous servicing by the user facility. The wall control was replaced and the lighting system returned to use. The designed useful life of the system is 7 years under normal conditions, assuming preventive maintenance is performed as specified in the device's maintenance manual. The light system subject of this event was manufactured in 1991 and was 20 years old at the time of the event. Steris is not under service contract to perform repairs or preventive maintenance at this site. The wall control for the light system is located outside the area that is considered an oxygen rich environment. The wall control is mounted on the wall away from the operative site and is positioned at least five (5) feet above the finished floor surface to comply with (B)(4) requirements for use in areas where flammable anesthetics may be in use. (B)(4). As a result of these design features, a component failure in the wall control does not present a fire hazard. Due to the age of these light systems and the discontinuation of production, some critical replacement parts are obsolete and no longer available. This lighting system was the subject of an april 2010 customer obsolescence notice.